Event description:
It was reported that stent dislodgement, stent embolization and catheter removal difficulties occurred. The target lesion was located in a tight and calcified mid right coronary artery (rca). Predilation of the lesion was performed and a 3.50x38mm promus premier¿ stent was advanced but was unable to cross the lesion after several attempts. An attempt was made to remove the device over the guide wire however the stent portion of the stent delivery system (sds) would not pass through the guide catheter. Several attempts were performed to remove the device but this was unsuccessful. The physician then decided to remove the device, the guide wire and the guide catheter as one unit. While the device was removed as a unit, the stent came in contact with the sheath and it was noted that the stent had dislodged from the sds balloon. The detached stent then migrated to the left femoral artery. A vascular surgeon was called to assist with stent removal and several attempts were done to snare the stent. The stent then became lodged in the left profunda artery and the physician decided to leave the stent in place as snaring was impossible as the stent was lodged in an unreachable location. Angioplasty was performed in the rca without implanting another stent and the procedure was completed. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).